Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient's implanted infusion pump containing fentanyl (dose and concentration unknown). The indication for use was non-malignant pain. It was reported that the patient experienced hallucinations on (B)(6) 2016, and went to the ER. The patient's dose was decreased by 14%, but it was thought that the dose should have instead been decreased by 40%. The patient's pump was stopped and the patient was to be transferred to another facility. The symptoms were not resolved. There were no environmental or external factors that may have contributed to the patient's symptoms. (B)(4): additional information was received from a manufacturer representative on 2017-jan-03. It was reported that the neurologist was not able to identify the cause of the hallucinations, but the pump was performing normally. After the pump was stopped, the hallucinations continued, and then stopped after a night in the hospital. The patient was scheduled to see a healthcare provider to have her programming changed.